Manufacturer narrative:
Unit received with blank display due to broken components on electronic assemblies. Unit received with broken end cap and minor scratches on lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump was broken as it fell. Customer's blood glucose was 215 mg/dl. Customer stated the bottom of the insulin pump had broken off and noting on the display. Customer was advised to discontinue use of the device, revert to back up plan, and the insulin pump needed to be returned. The insulin pump was returned for analysis.